Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, occlusion alarms occurred. There was no reported adverse effect to the customer's blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer removed the o-ring, and a new cartridge was loaded to resolve the issues.